Event description:
It was reported broken during use. The device was damaged near the clamp. With leakage of infused substance, it became necessary to replace the device. Additional information received 27 june: the patient obviously had to implant a new device with some difficulty as she is very obese. The chemotherapy she receives is taxol and carboplatin.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.